Event description:
It was reported that control-iq was not adjusting insulin delivery as expected. The customer's blood glucose level was recorded at 44 mg/dl. To address the low blood glucose level, the customer consumed glucose tablets. The customer did not require assistance from a third party, and csa educated the caller on control-iq adjustment thresholds and functionality. No further assistance was needed.